Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1928sf-45-1 driver was received for investigation. Visual inspection identified breakage along the fourth-fifth distal-most threads. No fragments were received, and no other abnormalities were noted. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. A probable cause can be attributed to improper bone preparation.

Event description:
It was reported that during a rotator cuff surgery the anchor broke on the distal part. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.